Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "I was not present during the case, the dr explained that the hybrid wire was being used with a sonic1.2f microcatheter. It had been well hydrated and was being used in tortuous anatomy. The wire broke off during navigation and was left inside the patient. The dr measured the proximal end of the wire and he was fairly sure that the wire had broken off at the junction of the soft tip. The wire was in a vessel that was being embolized so it did not cause any issues for the patient." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). The product analysis was completed by manufacturer, balt extrusion. Summary as follows: product not returned - no product analysis possible. Based on the available information and the investigation results the complaint cannot be confirmed. We have registered and investigated the received-on june 3rd, 2024, from hull royal center. The affected device (hybrid007j) was not returned to balt extrusion sas for the investigation. Thus, wewere not able to perform the full investigation onthat case consequently. This analysis was based onthe manufacturing records for this specific batch andthe data issued from our post-market surveillance process. Several tests are performed during themanufacturing process: - two diff erent destructivetests by sampling are performed: wire twisting andbending - all units are tested with a non-destructivebending test. - the aspect of the welding is 100%controlled. The incident description mentioned an issue with the hybridguidewire which ruptured during its use. The hybridwas used with sonic1.2f microcatheter which iscompatible with the hybrid007j. According to the information provided the user followed the IFU and the guidewire "had been well hydrated". The guidewire was also use in a "tortuous anatomy". The guidewire has not been returned for analysis however according to the information provided, it seems that the rupture occurred at the level of nitinol- stainless steel junction. Regarding the end ofthe procedure the facility has reported to us that thedistal part that "was in a vessel that was being embolized, so it did not cause any issues for the patient". The post-market surveillance data for UK region did not show any trend for this failure mode; indeed, the ratio of this failure mode is very low under 1% regarding the sales versus the similarevent (see similar incident section). This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00547645 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "I was not present during the case, the dr explained that the hybrid wire was being used with a sonic1.2f microcatheter. It had been well hydrated and was being used in tortuous anatomy. The wire broke off during navigation and was left inside the patient. The dr measured the proximal end of the wire and he was fairly sure that the wire had broken off at the junction of the soft tip. The wire was in a vessel that was being embolized so it did not cause any issues for the patient." Incident report form submitted for this complaint indicates that no patient injury was sustained.